Event description:
It was reported that a user experienced elevated blood glucose to 200 mg/dl after dinner while using the ilet and did not meal announce per healthcare provider guidance; the user exercised post-meal and glucose decreased to 130 mg/dl, and the agent provided education on pump use around exercise, advising disconnection if pre-loading carbohydrates to avoid hypoglycemia. Customer care provided support which included troubleshooting with user education. Investigation of this case revealed no device malfunction and that glucose changes were consistent with physiologic response to meals and exercise. No reported clinical symptoms associated with the hyperglycemia. Outcomes included no medical intervention, hospitalization, or alarms. It was concluded that the event represented hyperglycemia with cause unclear and that device function was acceptable. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.